Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level which the patient tried to treat with multiple daily dose injections, but the patient was admitted to the emergency room and was subsequently hospitalized three times each. It was stated that the patient stayed in the intensive care unit. In the first instance, on (B)(6) 2021, the patient was admitted to the emergency room and was released on (B)(6) 2021. The patient stated that he faced two bent cannula and kinked tubing issues each (total 4 infusion sets) which started on (B)(6) 2021. Secondly, on (B)(6) 2021, the was again admitted the emergency room and was released on (B)(6) 2021. Thirdly, on (B)(6) 2021, the was again admitted the emergency room and was released on (B)(6) 2021. Reportedly, his blood glucose level was over 500 mg/dl but did not have the exact readings for all three events. The patient had high ketone levels which was assessed as dangerous/life threatening by the health care professional. Moreover, the infusion set had been used for three days. During hospitalization, he received fluids of saline, glucose, insulin and unspecified medication (drug name unknown) intravenously which resolved the issue. Although, the patient was diagnosed overall with acute kidney damage but there was no permanent damage reported. Further, the patient did not notice any damage to the infusion sets when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.